Manufacturer narrative:
Visual examination of the returned genesys hydrothermablation (hta) procerva procedure set revealed that there were residues present on the device and the cassette communication board pins were corroded and this board was replaced. An initial attempt to engage the cassette was made; the cassette filled and the system circulated, however a ¿fluid not detected¿ alarm was observed. The level sense board was replaced and the second attempt to engage the cassette was successful. The system worked as intended, with no leaks or alarms. Since patient thermal injury is a possible adverse event of the hta procedure as indicated in the dfu, the most probable root cause classification for the clinical failure mode (patient-burn) is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2016 under general anesthesia. According to the complainant, the patient was reported to have a patulous cervix. Approximately, eight minutes into the ablation phase of the procedure, fluid loss alarm occurred and subsequent cervical leak was noted. The procedure was aborted due to this event. Reportedly, the patient sustained a slight vaginal burn. No information was provided if the burn required treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2016 under general anesthesia. According to the complainant, the patient was reported to have a patulous cervix. Approximately, eight minutes into the ablation phase of the procedure, fluid loss alarm occurred and subsequent cervical leak was noted. The procedure was aborted due to this event. Reportedly, the patient sustained a slight vaginal burn. No information was provided if the burn required treatment. An additional attempt has been made to obtain follow up event details with no response from the clinician.